Event description:
It was reported by the customer that a patient allegedly developed skin breakdown in the sacral region, however; no medical intervention was reported. Further investigation determined that the mattress was fully functional and met specifications at the time of evaluation by the stryker field service technician.